Event description:
The account alleged the brake steer caster was jammed in brake lock position and could not be released with the brake pedal. No pt impact.

Manufacturer narrative:
The account replaced the brake steer caster to resolve the issue.